Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 500 mg/dl. The customer had no symptoms. The customer states treated with bolusing. Customer's current blood glucose value was 250 mg/dl. Customer's blood glucose value was 500 mg/dl at time of incident. Customer reported that the pump that it is not allowing the bolus to deliver the insulin. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated the blood glucose level is not coming down fast enough. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Explained the 2 high blood glucose rule. The customer had reported about the daily history of bolus at different timing along with blood glucose level as 3 units bolus 243 mg/dl, bolus 3.5units 285 mg/dl, bolus 10units basal resumed 540 mg/dl bolus 3am 4.5units 357 mg/dl 510 mg/dl customer wishes to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Advised to review bolus history to confirm it displays all bolus entries based off their recollection. Customer reports bolus history displays all bolus entries based on their recollection. Daily history: bolus 3 units 243 mg/dl blus 3.5units 9:01am 285 mg/dl bolus 10units basal resumed cannula filled, tubing filled suspend 540 mg/dl bolus 3am 4.5units 357 mg/dl 510. (B)(6). Bolus1.2units 222 mg/dl bolus 1.8units bolus 9.0 units (customer at) bolus 1unit 186. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.